Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, and the excessive no delivery test.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels over 600 mg/dl. The customer also reported that his doctor and pharmacist stated that the insulin pump had failed. No troubleshooting was performed. Nothing further was reported.